Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 08-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to issue medication. A technical support specialist (tss) stated that the customer called reporting that user was unable to issue a medication due to a quantity error. The tss found that the cubie contained only one unit of the medication and advised the customer to either adjust the issue quantity with the pharmacy to 1, matching the cubie actual count, or update the cubie count accordingly. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the user was unable to issue the medication. The customer stated that when attempting to dispense roxicodone 5 mg, only one tablet was available in the cubie, but the system requested a quantity of two and would not allow dispensing due to a quantity error. The customer was advised to update the issue quantity with pharmacy to reflect the single tablet in the cubie or to correct the cubie count. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no delay or adverse events or injuries reported based on this event.